Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 1000 mg/dl at the time of incident. The customer¿s current blood glucose value was 369 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. Customer had keypad anomaly. No further complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
On (B)(6) 2022 customer called in with the following concern: customer stated that his buttons are not working. Customer stated that his pump is suddenly delivering a large dose and then it goes back to normal, then it delivers a smaller dose and it's not working. High bgs/under delivery. Currently reporting related to their high bgs. Nausea vomiting abdominal pain difficulty breathing. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software) and care link. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. During download review pump error 63 alarm was recorded on (B)(6) 2022 at 17:46:16. File 2005 line=9926 variable info=15. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. No physical damage noted during visual inspection. In conclusion, customer concerns are not confirmed. Testing of the unit was successful however, pump error 63 alarm was recorded due to rf chip error. Isolate to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.